Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the water jet tube clogged, the air tube clogged, the distal body dirty, the air tube dirty, the water tube dirty, the objective lens unit dirty, the lcb distal cover glass dirty, and the bending rubber gluing poor finish; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).